Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to eat after delivering a bolus and the blood glucose level dropped to 37 mg/dl. The customer drank juice to address the low bg.